Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed because the arm positioner was unstable during device preparation. It was reported that during preparation of the clip delivery system (cds), it was noted that the arm positioner was "wobbly" and extremely loose. The device was not used and a second cds was used to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported unstable arm positioner issue was not confirmed as the clip was able to be opened and closed with normal tension. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported arm positioner issue could not be determined. The returned device analysis confirmed that the arm positioner functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.